Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient changed power source from 14v batteries to the mobile power unit. However, a low power alarm occurred. The patient tried several times, but the issue persisted. The mpu was confirmed to be connected thoroughly with a stable plug connection. It was not known if the alarm was a low power advisory or low power hazard. But, it appeared that there was a power supply issue on the mpu. A function brand new mpu was provided instead.

Manufacturer narrative:
Emdr previously submitted on 15nov2024 but due to FDA technical issues the FDA did not receive the report. Manufacturer's investigation conclusion: the reported event of a low power alarm was not able to be confirmed during testing of the returned mobile power unit (serial number: (B)(6). The returned unit performed as intended throughout testing, and atypical events were not able to be reproduced. Preventative maintenance was performed, and the serviced mobile power unit was returned to the customer after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. The heartmate 3 patient handbook section 5 covers all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.